Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: burr device, (B)(6) 2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the nose tube of the attachment device was bent/damaged, and the bearing was worn. It was determined that the device generated heat, had vibration, and component damage. It was further determined that the device failed pretest for visual assessment, vibration and temperature. It was noted in the service order that the bearing was damaged, and the burr device was unable to be inserted. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.